Event description:
On (B)(6) 2014, leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 110 cassettes from a run in retort a using peloris tissue processor. The laboratory measured the concentration in bottle 9, which was 84%, in comparison to the concentration calculated by the instrument software of 100%. On (B)(6) 2014, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 9 (ethanol) moved out of contact from the sensor for approx 2 min at 18:49pm on (B)(6) 2014 during the reagent drain process. When contact with the sensor was re-established, the <inserted bottle configuration> dialog box would have been displayed. The instrument logs show that the user affirmed in the instrument software that the ethanol conc was to be set to the default value of 100% at 19:04pm on (B)(6) 2014. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to 0. The actual ethanol conc of the reagent in bottle 9 remained as 83.7% because it had not been physically replaced. The instrument software uses reagent conc to select reagent stations when executing a protocol. Bottle 9 was used for the final dehydration step of the protocols from which sub-optimal tissue processing was reported. The required minimum final reagent conc for ethanol is 98%. The consequences of using ethanol at less than the minimum final conc required are reintroduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used for subsequent processing steps. The root cause for the sub-optimal tissue processing reported was a failure by the user to completed the manual reagent replacement process in accordance with the manufacturer instructions in the leica peloris/pelorisii user manual.